Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2019 with the following findings: during investigation, there were multiple replace battery 128-fe80 alarms observed in pump histories. Black box shows voltage was not low at time of the alarms. Unable to obtain pump electrical current draws due to call service 052 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.